Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found significant electrode damage and eschar build-up was observed. It was reported that there was a device-related burn, component disengagement, and insulation damage. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The observed damage is due to off-label technique used during insertion and extraction of the electrode or modification of the insulation. When attaching and detaching the electrode, the user should grasp the electrode by the more durable overmold. The use of tools may cause damage and can result in detachment of the clear insulation component. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not modify or add to the insulation of activate electrodes. Grasp the insulation sleeve on the electrode. Insert the electrode into the pencil. Inspect the electrode for insulation damage and coating damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d1 (MFR address), e4 (expiration date, lot#, UDI#), g3, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the electrode broke and the patient experienced a 1st degree burn. Photo provided showed that the electrode's insulation was damage and the component disengaged. The user explored all other options that could have happened and determined that it was due to the electrode breaking.

Event description:
It was reported that during the procedure, the electrode broke and the patient experienced a 1st degree burn. Photo provided showed that the electrode's insulation was damage and the component disengaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.